Event description:
The customer states the device would not power up and they would get an error 80. There is no reported negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.